Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Model # is unknown. No information has been provided to date.

Event description:
It was reported that the patient was admitted to the hospital with a statement in the medical chart stating medication device failure, however, it said it looked like she was having an issue with her infusion site, not the device itself. The exact nature of the site issue, how long it has been a problem, expected treatment, prognosis, or duration of stay were not specified. No other information was provided.